Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/29/2020. H.6. Investigation: four loose 3ml oral amber syringes were received and visually evaluated. One syringe was observed to have dark ¿ primarily black ¿ loose foreign matter on the inside of the plunger rod near the thumb rest. The foreign matter appeared to be grease. It was larger than level 3 in size and rejectable per product specification. Three syringes were observed to have severe barrel damage. What appeared to be dial imprints were observed between ½ and 1-1/2 ml markings damaging the syringes¿ form around them. One of the three damaged syringes also had a similar dial imprint near the flange with the flange damage to that syringe observed as well. All visual inspections were performed as per requirement. A quality notification was issued for damaged product affecting function. Product was requalified per applicable aql before production resumed. Batch 9052601 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A potential root cause for severe barrel damage and foreign matter on plunger rod is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9052601 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Event description:
It was reported that multiple syringes oral 3ml amber had the tip break off, failed to contain blood, and had a cracked tip. The following information was provided by the initial reporter: "defective and contaminated syringes discovered during our manufacturing process with the order details below. These syringes were found prior to being used, therefore it has been determined that this did not occur at our site. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). Medical device expiration date: unknown. (B)(4).

Event description:
It was reported that multiple syringes oral 3ml amber had the tip break off, failed to contain blood, and had a cracked tip. The following information was provided by the initial reporter: "defective and contaminated syringes discovered during our manufacturing process with the order details below. These syringes were found prior to being used, therefore it has been determined that this did not occur at our site. "